Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 426mg/dl. The mother stated that the customer was vomiting the day before his admission. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. The mother stated that the drive support cap appears normal. Assisted the caller to run a manual prime and the insulin did exit. Performed the high pressure test and passed. The mother stated that the reservoir was removed and found more moisture in the reservoir compartment. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Mfg. Report 1 of 2, medwatch report # 3004209178-2013-91957. Mfg. Report 2 of 2, medwatch report # 3004209178-2013-91958.